Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient developed an infection at the ipg site. In turn, surgical intervention occurred wherein the scs system was explanted to address the issue and patient was placed on oral antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted to address the issue; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.